Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensed noise was observed on the egms. Further review indicates noise was due to myopotentials could also be corresponding to the afib/aflutter activity. Programming changes were made. The patient performed isometric exercises and were able to see the noise to be reproducible but did not cause any oversensing with the programming change.